Manufacturer narrative:
The lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Neurological dysfunction and death are known potential complication associated with all patients implanted with vads. Stroke/cerebrovascular accident and death has been identified in the labeling as a serious adverse event that may be associated with the implantation of vads and the associated therapy. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to this type of event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Lvad implantation is associated with numerous risks. Serious and life threatening adverse events, including stroke, bleeding, and death have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Hemorrhagic transformation is a known multifactorial phenomenon in which ischemic brain tissue converts into a hemorrhagic lesion due to loss of microvascular integrity with blood-vessel leakage, extravasation and further brain injury which could lead to death. Factors which may have contributed to stroke in this patient include pre-existing comorbidities, recent clot requiring surgical removal. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Although, the root cause of the reported event cannot be conclusively determined, patient, clinical and operational context are factors that may have contributed. With review the reported information there is no indication of any device performance or manufacturing issues related to the event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the site from the vad coordinator, that the patient was leaving from her home on (B)(6) 2016, to go to the outpatient lab to have her routine monthly lab work drawn. Patient started experiencing stroke-like symptoms, with slurred speech and paralysis in her right upper extremity and there were no alarms associated with the event. Rescue was called and she was taken to the emergency room(ER) nearest to her home. The vad coordinator was contacted and she then called the ER doctor to ask for a head CT. Neurology team was notified and the patient was taken for a cta. Results indicated to a large clot in the "mca" region which was identified and removed. The patient had resolution of stroke symptoms and approximately 45 minutes after the cta and resolved symptoms, the patient again started having slurred speech and she was unable to hold her cup that she was drinking from. The neuro team opted to have the patient urgently transferred to another facility, where a CT scan confirmed a hemorrhagic stroke in the mca region with brain stem herniation. Inr at time of hemorrhagic stroke was 2.4. No other lab values were provided by the vad coordinator. It was stated that the patient had multiple battery issues in the past 2 months with critical battery alarms and single toned audible alarms on her controller with blank screen but no alarm message. Per the vad coordinator, 2 pump stops have occurred over the past 2 months, however, there are no log files to confirm the pump stops. It was then stated that the family opted to withdraw care and the pump was turned off on (B)(6) 2015. It was said that there would be no autopsy for the patient. The vad team was asked to send log files to the manufacturer, however, none have been sent at this point. It was stated that the pump will not be returned. No additional information provided. Investigation is ongoing.